Event description:
Info received indicated the brake casters would not hold when activated.

Manufacturer narrative:
Hill-rom technician found the casters were worn. He replaced the casters and the bed functioned to design.